Event description:
Four year old female with medical history of double outlet right ventricle, pulmonary stenosis, ventricular septal defect, patent foramen ovale and bicuspid valve status post blalock-taussig shunt using a 20mm pulmonary homograft, shunt division, ventricular septal defect patent foramen ovale repair on 6/9/1998. On 12/16/1997, pt had valve explanted due to regurgitation and perforation of one of leaflets (although homograft was pliable and noncalcified). The valve was replaced with a 26mm pulmonary homograft.